Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation two endo catch gold 10mm specimen pouch intl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, e and an evaluation of the returned device. The reported condition/for this incident was that during a cholecystectomy procedure the instrument was difficult to open and a component disengaged into the cavity and was retrieved. Each instrument was received with the bag disengaged and not received. No plastic remnant was noted one of the device rings and the black shrink tubing was intact. The black shrink tubing was stretched and broken on the ring of the second device. The photograph showed the bags un-cinched and torn at the top. Each plunger and metal ring advanced and retracted properly. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken shrink tube. The average force required to replicate condition has been measured at 14 lbs. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap cholecystectomy , the bag broke when it was trying to be removed from patient. No patient injury. The current patient status is good. The patient is doing well.